Manufacturer narrative:
The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. There is no service history for the device under evaluation. The product was returned to integra for evaluation. The evaluation verified the complaint as valid. It was identified that the handpiece had a faulty transducer.

Event description:
A distributor reported on behalf of the customer that the c2602 cusa excel 36khz straight handpiece was defective after working for a short time. Additional information received on (B)(6) 2018 with the following: the dysfunction observed during the testing before the operation start of the neuro surgery. The patient was not yet under anesthesia when the dysfunction occurred; hence there was no patient injury. The event did not lead to an increase in surgery time. Patient age, gender, and how the medical staff finished the procedure were unknown.